Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with a blood glucose of 257 mg/dl while receiving an occlusion alert, and a full supply change was recommended by customer care agent and performed; the user reported no visible issue upon removal of the infusion set, and replacement supplies were arranged. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected insulin delivery occlusion not confirmed upon user inspection. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.